Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt got one of their leads replaced this past week. Today the pts medtronic device was turned back on and pt had the staples taken out. Additional information was received from the patient reporting that their right lead began to migrate to the surface of their skin sometime around (B)(6) 2020. Pt stated they recently had the left lead replaced and the right lead could not be replaced because there was too much scar tissue that had formed around the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that after one lead had moved to the skin surface and was removed, pain relief wasn't achieved with the existing lead so then a revision was later performed. The replacement resolved the issue and the patient is getting pain relief with their system. The patient stated the lead just eroded through the skin.